Manufacturer narrative:
The blood loss events are attributed to the operator not performing rinseback due to possible air in venous line. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. The nxstage system one cycler is not available for evaluation at the time of this report. A f/u report will be submitted if applicable.

Event description:
Venous air alarms occurred during two routine hemodialysis treatments. There was no visible air in the circuit. Both treatments were discontinued without performing rinseback, resulting in an estimated blood loss of 190cc for each treatment. The pt's hgb level on (B)(6) 2011 was 11.4 g/dl. On (B)(6) 2011, two days after the second event, the pt's hgb level decreased to 9.5 g/dl. The pt's standard epogen dose was increased by 25% on (B)(6) 2011, two weeks after the second event. No other medical intervention was required.